Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when using the subject device, the solution leaked from the top during the injection attempt. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 . The device was returned to olympus for inspection and the customer allegation was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.